Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed pitch cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci surgical procedure, it was noted that frayed cables were observed on the maryland bipolar forceps instrument. No missing or fallen pieces were reported.